Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up noise was observed. The noise was reproducible. The patient is pacemaker dependent. The lead was capped and replaced on (B)(6) 2016. The patient condition is stable.